Manufacturer narrative:
Device alarmed pump error 38 during the rewind. Per visual inspection found traces of corrosion on the home motor switch. In addition to this, the gearbox was jammed. All of this was probably due to the leakage of insulin into the unit. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. The left belt clip rail, however, did break off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an multiple pump error. Customer's blood glucose value was 180 mg/dl at the time of the incident. Customer stated that they found the pump error. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. Customer stated that the reservoir was compartment was leak. Customer stated that the leak was past 2nd o ring. Customer stated that there was not an air bubble in the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.